Event description:
Tip of implant broke on insertion into hard bone. Implant was left in pt's bone. Surgeon used a second implant next to the broken one to complete the case. No pt injury was reported. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the implant broke at the hex and not at the tip, condition typically caused due to over insertion. The returned hex was inspected and was found to have extreme heat damage, which could have also caused the implant to stick in the driver. A combination of heat damage, over insertion of the implant and the pt's hard bone is believed to have caused the customer's complaint. This product was manufactured prior to the engineering change implemented in the manufacturing process to address heat damage to the implant hex.